Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the physician told the patient that the implant had moved. The implant was moved to the opposite side and was working fine so far. They also put in a higher program set. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0mzlj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they had a loss of therapeutic effect. The patient suspected the therapy was turned off because she used to have a twitch in her foot and stimulation sensation in her vagina when stimulation was turned on and she no longer felt those sensations. She was starting to notice that her urinary symptoms were returning and had gotten gradually worse. The patient did not feel stimulation. The therapy was not on and when the therapy was turned on it did not resolve the issue. When the therapy was turned back on the patient wasn't feeling stimulation in the right place. She felt stimulation in her buttock/implantable neuro stimulator (ins) site and she used to feel it in her vagina. She was currently on program 2 but thought she was previously on program 1. The patient changed back to program 1 but the patient was still not feeling stimulation in the expected area. There were no faults of traumas however the patient slept on the side where her ins was implanted. The patient stated "on occasion it (ins) twitches and feels like it catches". One night she had severe pain a the ins site which subsided and had not happened since. The indication for use was gastrointestinal/pelvic floor.